Manufacturer narrative:
We had a patient who we were starting an IV on in the pre-op setting getting a routine IV. During the IV start the rn noted blood flow leakage when the catheter was advanced into the vein. She then withdrew the needle and clear safety housing from the hub. This is when it was noted that the plastic tip was not present on the blue hub going into the patients skin. The physician's assessed the hand and did state that they could palpate the plastic catheter under the patient's skin and felt it was in the vein. Pressure dressing was placed above the site and the area was marked. The patient was sent to flower hospital for removal of foreign object. Patient had an area where the catheter felt to be present right by insertion site of IV start and pressure dressing was applied above site to prevent migration. It was also marked. It was confirmed via ultrasound at flower hospital that catheter is present in patients left hand and plastic surgery has been consulted for removal.

Event description:
We had a patient who we were starting an IV on in the pre-op setting getting a routine IV. During the IV start the rn noted blood flow leakage when the catheter was advanced into the vein. She then withdrew the needle and clear safety housing from the hub. This is when it was noted that the plastic tip was not present on the blue hub going into the patients skin. The physician's assessed the hand and did state that they could palpate the plastic catheter under the patient's skin and felt it was in the vein. Pressure dressing was placed above the site and the area was marked. The patient was sent to flower hospital for removal of foreign object. Patient had an area where the catheter felt to be present right by insertion site of IV start and pressure dressing was applied above site to prevent migration. It was also marked. It was confirmed via ultrasound at flower hospital that catheter is present in patients left hand and plastic surgery has been consulted for removal.